Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. After the alarms, the customer normally changes the pump supplies to resolve the occlusion. The customer was to change the infusion set site to address the current occlusion. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.